Manufacturer narrative:
Investigation results: due to the fact, that neither products, nor pictures were provided, an investigation is not possible. Device history records: due to the fact, that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion/preventive measures: without the product, an exact root cause cannot be determined at this moment. Due to the statement of the customer, that the patient fell down several times, we assume, that this might be the reason for the breakage of the implant. Root cause cannot be finally concluded. Therefore the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Based upon the investigation results, a CAPA is not necessary.

Event description:
It was reported that there was an issue with nv305e- vitelene insert I 32mm post.wall. According to the complaint description, the liner "came out" postoperatively. The initial surgery had been a total hip replacement. It was noted that the condition of the hip had been "fine" for over a year. A revision was performed on (B)(6) 2023. Additional information was not available. The adverse event is filed under aag reference (B)(4). Involved components: nk529k/isodur prosthesis head 12/14 32mm s - lot 52756224. Other leading material: (not sold to USA). Nv256t/plasmafit plus 3 cup size 56mm I - lot 52735611.

Manufacturer narrative:
Additional information: d9 - product return. H3 - evaluation. H6 - codes updated. Investigation results: all involved components show signs of the explantation. Other damages or deviations could not be found. Device history records: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products were found to be according to our specification valid at the time of production. There are no other similar complaints within this batch. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 4(5) and probability 2(5). Conclusion/preventive measures: a final root cause for the so called "liner came out" could not be ascertained. The affected products show no visible defects, which could identify a loosened insert. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Event description:
Involved components: nk529k/isodur prosthesis head 12/14 32mm s - lot 52756224. Other leading material: (not sold to USA). Nv256t/plasmafit plus 3 cup size 56mm I - lot 52735611.